Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. Medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that the patient experienced or hour glass icon in status box of the receiver for greater than 10 hours. The sensor was inserted into the arm on (B)(6) 2023 at 9:30am. The sensor warmup completed; however, there was reportedly no readings displayed. At 11:30pm, the patient felt nauseated and stated, "she went up" and during this time, the patient was reportedly unable to do a fingerstick. At 8:30pm, the patient was lethargic, dizzy and incoherent. The patient's spouse called an ambulance. At that time, there were still no readings on the display device and the patient was still reportedly unable to do a fingerstick. The ambulance arrived at 9:15pm and the bg by emergency medical services (ems) was 670 mg/dl. The patient had reportedly been without readings since the sensor was inserted at 9:30am. The patient was treated with an insulin drip and the patient was hospitalized for a week. The sensor was reportedly replaced the day following the event and functioned as expected. The patient was discharged on (B)(6) 2023 when her bg value went back to normal. Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.